Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Notified cad about q19 and q9 burnt on power supply board. (B)(4). Evaluation statement: the escalated issue of thermal damage to the component q19 on the power supply board has been evaluated by customer advocacy (cad). The customer did not allege any patient involvement or report observing smoke or flames. The root cause for q19 being damaged in this returned device is unknown. Q19 field effect transistor (fet), part number 320703, is used in the alaris power supply design as a switch in the battery charge circuit between the charge voltage output from fet q8 and the main battery. The fet is controlled by the pgate of the microprocessor-controlled battery management chip u21. The issue of thermally damaged q19 had been assessed via risk assessment (ra) dir: (B)(4). A failure investigation CAPA ((B)(4)) was completed to identify the root cause with the final result findings reported as; no corrective or preventive actions recommended at this time due to no actionable root causes identified and low occurrence of this failure (well below the z-score threshold). Nominal triggers are in place with ongoing monitoring of complaints and service notifications for any significant reoccurrence of this issue. The escalated issue of thermal damage to the component q9 was evaluated by customer advocacy (cad). The customer did not allege any patient involvement or report observing smoke or flames. Because of the damaged component the right side of the device would not detect an attached module. The noted observation and failure mode of the returned pcu device is consistent with findings noted in prior investigations for this same issue. The issue has been addressed in CAPA # (B)(4). The issue has been risk assessed via dir: (B)(4). The pcu manufacture date is 15/nov/2011. A review of the device history file from the date of manufacture to the present was performed and no quality notification (qn) or prior servicing was found recorded. No further investigation of these issues by customer advocacy (cad) is deemed necessary and the service department may proceed with the appropriate repair. (B)(4).